Event description:
In 2003: sales rep, called with a device that fails to pace. Interrogated parameters are within normal operating limits. The device was programmed to 'ddd' at rate 110 to test for myopotentials. During arm movements the pacemaker stopped pacing and intrinsic rhythm at 80 was observed. After arm movements stopped the pacemaker did not start to pace at base rate of 110pm. Applying the wand would start asynchronous pacing at 90, normal function. Physician chooses to explant device related to approaching eri status. Four days later: testing done today on device reproduces failure to pace. The pacemaker now fails to output without the pt performing arm movements. Once again all tests are within normal limits. The device will be explanted the next day. Four days earlier: all parameters were reviewed. Advice to check lead impedances carefully was given to rule out intermittent break in leads. Lead history and pt history was investigated to ascertain potential cause of lead break or device failure. Iegm was run to test for oversensing of "farfield" or myopotential inhibition.